Event description:
A falsely elevated glucose result was obtained on a patient sample. The result was reported to the physician. The result was immediately rerun within the lab and a lower result was obtained in duplicate and reported. Patient treatment was not altered or prescribed on the basis of the original elevated glucose result. There was no report of adverse health consequences as a result of the falsely elevated glucose result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated glucose result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.